Manufacturer narrative:
Citation: schoechlin s et al. Effect of a restrictive pacemaker implantation strategy on mortality after transcatheter aortic valve implantation. Pacing clin electrophysiol. 2020 dec 29. Doi: 10.1111/pace.14156. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety of a restrictive permanent pacemaker implantation strategy after transcatheter aortic valve implantation (tavi) compared to a liberal strategy. All data was retrospectively collected from a single center between january 2014 to december 2016. The study population included 767 patients and was predominantly female with a mean age of 82 years. Of those, approximately 127 were implanted with medtronic transcatheter valves: corevalve (~31) and evolut r (~96). No serial numbers were provided. Among all patients, 99 all-cause deaths occurred within one year after tavi. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: post-tavi permanent pacemaker implantation. Indications for pacemaker implantation com prised: third-degree atrioventricular block, second-degree atrioventricular block, first-degree atrioventricular block, alternating bundle branch block, new onset left bundle branch block, and symptomatic bradycardia. The mean time from tavi to pacemaker implantation was 3.85 days. Other adverse events noted: valve-in-valve implantation for undisclosed reasons. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.